Event description:
The manufacturer sales representative reported that the handle snapped in half during sterile processing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the handle snapped in half during sterile processing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.